Event description:
The reporter indicated that a 13.2mm vticmo13.2 of -11.5/2.5/088 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault was observed. On (B)(6) 2022 the lens was exchanged with a same length lens of different axis. This resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Patient information:unk. (B)(4). Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).